Manufacturer narrative:
Erosion is a risk associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. The patient is made aware of potential risks and complications prior to operation including erosion. As the skin stretches after implantation, it is anticipated to see changes as new tissue grows and the incision heals. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists implant extrusion/perforation as an anticipated device deficiency. The instructions for use also identify extrusion as a potential adverse event, which is communicated to the patient prior to implantation.

Event description:
Approximately 4 months after implantation, erosion occurred. The suture was showing on the right side of the penis. A revision surgery was performed on (B)(6) 2023. Imd was made aware of this event by (B)(6) several months after the event occurred.